Event description:
The pt experienced a vessel occlusion following a routine angio-seal device deployment. The pt subsequently developed a hematoma and was transferred to surgery where a transverse arteriotomy was performed. During the surgery an intimal dissection flap was found and repaired and the angio-seal device was removed. The pt's pulses were noted to be good following the procedure. It should be noted that a pre-placement angiogram was not performed prior to the angio-seal device deployment.